Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Ths insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had intermittently responsive buttons. Certain buttons had to be pressed harder in order to get a response. The customer's blood glucose was 8.0 mmol/l. Also, the customer stated that their blood glucose would go up after approximately two days of changing the infusion set and the reservoir. This had not been an issue in the past. The insulin pump had a few cracks in the casing, near the reservoir the reservoir view window. The drive support cap was normal. The discontinuation of the device was advised. Nothing further was reported.